Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the helix of the lead became extrinsically distorted due to pulling/ stretching/ overstress. The stylet/guidewire was kinked/buckled, the distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant, and stretching. Analyst commented, lead returned with the helix retracted, blood visible inside helix, stylet inside lead is bent in various locations, damaged at implant attempt.<(><<)>end>. (B)(4).

Event description:
It was reported that prior to implant when the implantable pacing lead (ipl) was removed from packaging the tip was slightly extended, and the screw mechanism did not work. The ipl was never implanted. No patient complications have been reported as a result of this event.